Manufacturer narrative:
This report is submitted on november 19, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anesthetic to remove the excess skin and debride the area (date not reported).